Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump was emitting call service 052 alarms. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2015 with the following findings: during investigation, the pump powered on with a blank display. The pump¿s audible tones and vibratory features functioned properly. The pump¿s case was removed and moisture corrosion was found to the printed circuit board and various internal components of the pump. The complaint of cs 052 call service alarms was not able to be adequately investigated due to the blank display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)